Event description:
It was reported that the devices were used during a low anterior resection. The staples malformed. Another device was used to complete the case. There was no consequence to the patient.